Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: the display was dim with a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 32 mg/dl with unsteadiness when walking and/or standing, confusion, and disorientation associated with a display screen issue. The patient alleged that there was a display issue with the insulin pump that began 07/18/2014 and the display screen could not be read safely. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes to the basal rate by the patient¿s healthcare provider. This complaint is being reported because the patient allegedly experienced hypoglycemia due to a display issue with the insulin pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2014 with the following findings: the display was dim and faded. The last basal delivery was on (B)(6) 2014 at 1:27pm. The total daily dose added up and equaled the programmed basal rate target. The pump reflected 24 units after a 24 hour on 1 unit/hour basal duration test. The pump performed within specifications and the advanced bolus calculations were found to match the manual calculation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.